Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2009 and (B)(6) 2012, and avaulta solo, meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/22/2016. It was reported that the patient underwent a gynecological procedure concurrently with excision of vaginal mesh, revision anterior colporrhaphy, mid urethral mesh sling and cystourethroscopy.